Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). A 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced for dilatation. On the first inflation at 10 atmospheres, saline solution leakage was noted and the device was completely removed from the patient. Upon inspection, the balloon had ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).